Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during and unknown phase/cycle of dialysis. The patient was connected during the incident. A fluid leak was subsequently discovered; fluid was seen on the floor. The patient cancelled the treatment. Fluid was discovered in the cassette door of the cycler when removing the cassette. A replacement cycler was issued due to fluid discovered in the cassette door. Upon followup the patient confirmed the fluid was discovered during treatment complete ¿ step 9 of their peritoneal dialysis (pd) treatment in the pump module area of the cycler. Fluid was not discovered on the external portion of the cassette. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during and unknown phase/cycle of dialysis. The patient was connected during the incident. A fluid leak was subsequently discovered; fluid was seen on the floor. The patient cancelled the treatment. Fluid was discovered in the cassette door of the cycler when removing the cassette. A replacement cycler was issued due to fluid discovered in the cassette door. Upon followup the patient confirmed the fluid was discovered during treatment complete step 9 of their peritoneal dialysis (pd) treatment in the pump module area of the cycler. Fluid was not discovered on the external portion of the cassette. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.